Event description:
It was reported to philips that the battery on side a is losing connection. There was no patient involvement.

Manufacturer narrative:
A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.